Manufacturer narrative:
Device evaluation: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, on (B)(6) 2016. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.